Event description:
It was reported that during preparation for a pci procedure, foreign material was found on the product mandrel of the liberte bms. While attempting to remove the product mandrel, resistance was encountered. It was noted that there were fibers on the product mandrel. The procedure was completed with another liberte bms. There was no pt contact. Pt status listed as "good".